Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. Functional testing was performed. The investigation determined that the cause was a software issue. The software was updated, and sensors were calibrated to resolve this issue.

Event description:
It was reported that a cassette sensor error occurred during testing. There was no patient involvement.